Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. A sample was not returned for evaluation since this was an implant. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical records and imaging studies provided for this assessment. Product appropriateness was gauged by a pre-index CT scan report, and might have been incongruent with the IFU and sizing recommendations, and might have contributed to this event due to: the cuff size was two sizes larger in diameter than the main body; short, angled, reverse tapered aortic neck; and, thoracic aneurysm. The balloon relocation maneuver performed on the first aortic cuff was not included in the IFU as an acceptable practice for treatment of malpositioned stent. A manufacturing record review was performed; the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause was determined to be due to patient's anatomy (outside of the IFU indications for use); patient's condition (calcification below the left renal and in the aorta); and, extravasation of the aorta, which led to an open conversion, blood loss, and death.

Event description:
It was reported that during implant of a bifurcated device and two suprarenal aortic extensions, complications occurred during the procedure. During implant the devices deployed without incident. However, there was a visible endoleak and physician decided to balloon a 32mm coda and was used for multiple inflates. Another angiogram was performed after, and an extravasation was observed. The pressures were low, but not drastically. Physician elected to convert to open repair, and noticed there was a chunk of calcified plaque present just below the left renal artery. Then the physician attempted to sew in a dacron tube graft, but apparently, the vessel was difficult to tie into. A mass transfusion protocol was called for, and thereafter the patient expired from heart failure due to blood loss. Additional note: physician mentioned during open repair the chunk of calcified plaque tore a hole in the aorta.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.